Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-05600, 1225714-2014-05601, 1225714-2014-05602 , 1225714-2014-0503, 2937457-2014-01431 and 2937457-2014-01432.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011, and subsequently expired on (B)(6) 2011, after the use of the product.